Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On (B)(6) 2022, the patient was admitted for increased residual urine and underwent surgical intervention under local anesthesia to loosen the mesh. It has been reported that the patient has recovered without sequelae. No further information is available.

Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4).

Manufacturer narrative:
(B)(4). Date sent to FDA: 07/27/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: it was reported that a patient underwent a gynecological procedure on (B)(6) 2022 and mesh was implanted. On 05/21/2022, the patient was admitted for increased residual urine and underwent surgical intervention under local anesthesia to loosen the mesh. It has been reported that the patient has not recovered/not resolved. As of (B)(6) 2022, the patient also experienced urinary retention; worsening of residual urine. The surgeon opined there is no relationship to the study device and, but causal relationship to the study procedure. The patient underwent mesh sectioning on an unknown date and has recovered/resolved without sequelae as of (B)(6) 2022. No further information is available.

Manufacturer narrative:
(B)(4). Date sent to FDA: 06/23/2022. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: h6 additional information received: the patient experienced urinary tract infection with a start date of (B)(6) 2022 and received unspecified drug therapy. The patient also experienced lower abdominal pain with a start date of (B)(6) 2022. The surgeon opined there is no relationship to the study device and the urinary tract infection and pain, but causal relationship to the study procedure. The urinary tract infection and pain have been resolved without sequelae. The patient condition after surgery compared to before the surgery has been reported as much worse. As a result, the patient underwent tape sectioning and a permanent catheter. The surgeon opined there is no relationship to the study device, but causal relationship to the study procedure. As of (B)(6) 2022, the previously reported urinary retention has not been resolved. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: updated: adverse event term : pgi questionnaire: condition after surgery compared to before the surgery: much worse: pgi questionnaire: condition after surgery compared to before the surgery: much worse, reason: pain and increased residual urine.